Event description:
Pt with synvisc injection of left knee 3 days prior presented with knee pain and swelling. No fever or leukocytosis. Imaging showed effusion and synovial tap done showing 40% eosinophils on count. A (B)(6) here today for f/u of the left shoulder. Pt is 6 months s/p slap lesion repair. Pt completed pt and improved his rom. He was also doing a hep but still does not have full active ff or abduction. Pt is doing hep with shoulder pulley for rom. Pt is also here for evaluation of the cervical spine. Veteran is also here requesting repeat hyaluronic acid injection of the knees. The pt had good relief with his last injections for patellofemoral chondromalacia. Allergies: pollen.